Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.

Manufacturer narrative:
The device has been returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. The pump was primed successfully and exercised with no alarms occurring. Review of the pump history reveals several loss of prime alarms associated with zero force.